Event description:
Spacelabs received a report that a patient monitor failed during a patient code.

Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the failure at the customer's site. The hospital's biomed stated that the device was very hot and the monitor fan was not running at the time of the failure. The device was removed from service and allowed to cool in the biomed lab. Testing carried out by the fse onsite confirmed that the device worked to specification. However, we will conduct further investigation after the monitor is returned to spacelabs' facility. No one has been injured as a result of this malfunction. We will provide a supplemental report once our investigation is complete.

Event description:
Spacelabs received a report that a patient monitor failed during a patient code.

Manufacturer narrative:
The subject device was returned to spacelabs for investigation. The root cause was identified as monitor overheating caused by a fan failure. The cpu board was tested. It functioned correctly in normal temperature and shut down when it was overheated as designed. The fan was disassembled. It was found that a stationary portion of the rotor was loose from the main fan body. A review of the complaints data did not identify any similar fan failure. We consider this malfunction to be an isolated event. The customer's unit has been replaced. This supplemental report is considered final and the issue is closed.